Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 medical device problem code, h6 investigation codes-all. The following sections were updated: e2, e3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the party reported that their family member underwent an implant procedure for their left hip, followed by revision surgery the same year. They noted that the patient experienced complications with their left hip, leading to another surgery in the same year. The party further noted that their family member passed away at the end of the year, suggesting that their complications may have contributed to their death. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: b5, d6a: implanted (B)(6) 2023; specific date unknown, d6b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2: it was reported that in early 2023, a patient underwent an implant procedure for the left hip, followed by revision surgery (report 1 of 2). It was noted that the patient experienced complications with the left hip, leading to another surgery on late 2023. It was further noted that the patient passed away in late 2023, suggesting that complications may have contributed to the patient's death. No further information available.